Event description:
Ous MDR - after an implantation time of 8 months, oversensing was reported. It was also reported that the pt had engaged an athletic activities during rehabilitation. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
During the analysis, it was noted that the insulation was damaged by friction in the distal area of the lead. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The position and characteristics of this damage lead to the assumption of significant mechanical stress on the lead. Narrow bending radii of the lead body could have contributed to this damage manifestation. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the inner conductor helix and the cuts in the insulation are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.